Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result that was generated by the synchron lx I 725 instrument. A pt sample was tested for accu tni and a result of 1.59ng/ml was obtained. The accu tni result was reported out of the lab and questioned by a cardiologist. The customer re-tested the original sample for accu tni. The repeated accu tni result was 0.05 ng/ml. The customer did not receive any report of pt injury, requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc recovered within customer's specifications prior to the event. System check performed on 09/21/2006 passed. The sample was collected in bd, plastic lithium heparin tube and centrifuged at 3,400 rpm for 10 minutes. The other cardiac markers for this sample recovered in the normal, negative range. A field service engineer (fse) was dispatched to the customer's lab six days later. The fse inspected the instrument and found dirty and bent aspirate probes which were replaced. The fse replaced several hardware components and cleaned mixer station. The fse conducted diagnostics testing and results passed within specifications. The fse verified that the instrument was operating per established procedures. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.